Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The patient's current blood glucose was 70 mg/dl. The customer had nausea related to high blood glucose. The pump passed the high pressure test. However the doctor stated that the conclusion was pump delivery was not working after trying different method to bring blood glucose down as it kept rising during bolus delivery for a meal. The insulin pump will be returned for analysis.